Event description:
I have five candela v-beam perfecta laser treatments performed on my face. The first treatment was in 2007 and the last was eight months later. I was being treated for hyperpigmentation, a few broken capillaries and skin rejuvenation. The procedure was performed by a physician. It has been confirmed by a board certified plastic surgeon that the laser burned and scarred my face. I now have pin point scars throughout my face, along with some larger scars pock marks and longer scars. My skin is mottled, hyperpigmented, enlarged pores with skin wrinkles throughout. The scars continue to appear each day, and I am not sure when the scarring will stop as lasers continue to make changes beneath the skin. Before treatment the skin was healthy without any of the irreparable scarring. This has completely ruined my appearance, and has caused me and my family great emotional suffering. It seems there is not any treatment that will help this disfigurement. Physician also prescribed retin-a throughout treatment in response to my concerns about new wrinkling on face. Retin-a use was stopped two days before each treatment and then started back up about one week post treatment. Retin-a use was nightly with about one and half months of non-use. Dose or amount: 5 treatments, frequency: within 10 months, route: unk. Dates of use: nine months in 2007. Diagnosis or reason for use: hyperpigmentation, facial rejuvenation. D5. Event abated after use stopped or dose reduced? No.